Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by patient that they would like assistance in changing programs. They stated that the programs have disappeared and are no longer displayed on patient programmer. Patient mentions they called nurse the day of the report and they reviewed how to change programs, but was unable to because the programs have disappeared. Patient also mentioned they had a routine reprogramming appointment about 2 months ago and their patient programmer did display program 3 at 1.3 v at the healthcare professional (hcp) office. They stated they told nurse they thought something wasn't working right because the programs were no longer displayed. Patient noted that the patient programmer displays 1.6 and stim was on. During call, patient was walked through changing programs and on the call, patient confirmed that the programs were missing. It was reviewed that the patient will have to go into hcp office to get the programs added to current patient programmer. No symptoms reported. No further complications were reported unanticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the circumstances that led to the programs disappearing was that they tried to reprogram the setting because it didn't seem like it was working. The actions taken for resolution was that went into the hcp office and had it reprogrammed by the nurse. No further complications were reported or anticipated.